Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to instability. Bearing only has been exchanged.